Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was tested with the test battery yielding no discrepancies. The battery used at the time of reported event was not returned for evaluation. The device was recertified and returned to the customer. Review of the activity logs suggested that the device warned the user of low battery, replace battery shortly followed by a shutdown. This is considered typical behavior of the device assuming the battery was depleted. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device would not power up and later it powered on and it shuts off. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.